Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation was performed which did not identify a product issue. A review of the data indicates the sample may have been slightly above the limit of detection (lod). Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive result for sars-cov-2 but was negative when retested on a different platform. A new sample was taken the same day and tested on a different liat generating a negative result. The initial result was released but later replaced by the negative. An investigation was performed which did not identify a product issue. A review of the data indicates the sample may have been slightly above the limit of detection (lod). Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.